Manufacturer narrative:
Product analysis #704942225:equipment used: video inspection system (m-81850), ruler (m-83360), camera (panasonic lumix dmc-zs5) drawing(s) referenced: dwgs31011 rev. C as found condition: the solitaire ab revascularization device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within a dispenser coil and within an introducer sheath. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. No damages or irregularities were found with the solitaire ab pusher. The marker coil was found intact and unstretched. No damages or irregularities were found with the attachment zone. No damages or irregularities were found with the non-working (teardrop) length struts. The solitaire ab stent was found with one broken strut at the working length struts. No damages or irregularities were found with the finger markers. Testing/analysis: the solitaire ab was advanced out of the introducer sheath against light resistance. The introducer sheath inner diameter was measured to be 0.0215¿, which is within specification (specification: 0.022¿ ± 0.001¿). The broken stent strut was sent out for sem analysis. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿stent resistance/ stuck in sheath¿ was confirmed. The possible cause of the resistance was found to be the damage found on to stent. The one stent strut was found broken. Per sem results: ¿the broken strut end shows evidence of mechanical damage (smearing) at the kink/bend area with possible fatigue and then overload (dimples).¿ there was no non-conformance to specification found that would contribute towards the resistance and the separation. Ngod1010 (B)(6) 2022, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that it was difficult to retract the solitaire through the protective sheath. The stent was stuck at the tip end of the protective sheath. After withdrawing the stent, it was found the proximal end of the stent broke. The device was prepared as indicated in the IFU. There were no patient symptoms or complications associated with the event. The stroke onset to reperfusion time was 70 minutes. On (B)(6) 2022 (rep, for), additional information received reported patient's baseline nihss 17 points. Post-thrombectomy nihss 4 points.